Event description:
It was reported the patient underwent a total shoulder arthroplasty. Subsequently, approximately 5 months post-implantation the patient was revised due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 113632(66712481), 113063(j7306509). Associated product information: sagp0002(66809106), sagl2044(66486946). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b4; b5; d2; g1; g3; g6; h1; h2; h3; h5; h6. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided, however these images are post revision; therefore, submission would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.